Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer for the navigation system was returned to medtronic for evaluation. The representative was unable to replicate the reported issue. Testing found that the memory test failed as there were multiple errors during testing. Failed memory testing indicated that the ram was not functioning as designed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that the reported event was unrelated to a software issue as the ram on the computer of the navigation system was found to be faulty. The software functioned as designed.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system became unresponsive. It was reported that the navigation system was restarted twice via a hard shut down to restore functionality. Once functionality was restored, the site continued with the procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.